Event description:
It was reported the customer had two emptry reservoirs, but did not receive any alarms prior. It was also found the customer had inaccurate blood glucose readings. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).